Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an episode of emergency backup battery (ebb) fault alarm. Ebb fault alarm occurred on 07jun2026. The patient attempted 5 self-tests and it did not resolve. The system controller was exchanged and no concerns were noted.